Event description:
It was reported to philips that fluoro was unavailable during a case due to an intermittent image processing issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service re-created image store; follow-up required for ip-pc replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).